Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated up to 10atm. Furthermore, at fourth inflation, it was noted that the balloon ruptured at 6atm within 60 seconds. The device was removed from the patient's body without problems and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient's condition post procedure. It was further reported that the device was simply pulled out from the patient's body and the patient's condition was good post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a severely calcified artery. A 4.00mm/1.5cm/140cm small peripheral cutting balloon was selected for use. During procedure, the balloon was inflated up to 10atm. Furthermore, at fourth inflation, it was noted that the balloon ruptured at 6atm within 60 seconds. The device was removed from the patient's body without problems and the procedure was completed with another of the same device. No patient complications were reported and there was no problem with the patient's condition post procedure.